Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not exit standby mode. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not exit standby mode. The device was evaluated by a biomedical engineer; however, the issue could not be duplicated. It was reported that the touchscreen was cleaned, and a touchscreen calibration was performed, and passed. The device was tested, and the standby mode was activated, and returned to ventilation. It was noted that the customer would perform a periodic maintenance (pm) before returning the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.